Event description:
It was reported that a leak was identified near the distal end of the strain relief of the balloon catheter. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. One digital photo depicting an ultraverse 035 device inside a plastic packaging sleeve was returned. No conclusions could be made based on the photo provided. The sample was returned. The patency was tested using an in-house .035" guidewire and passed without issue. An attempt was made to inflate the balloon with water, however, upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential break was identified on the catheter, located 0.6cm from the distal end of the y-hub. The catheter break was examined under magnification and the edges of the break were jagged. Sanding marks were seen on the catheter at the point of the break. The sanding marks on the catheter extended 11cm past the distal end of the y-hub. The investigation is confirmed for a partial circumferential catheter break, resulting in the reported leak. It is unk whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available info, a definitive root cause has not been determined. The ultraverse instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has ben returned tot he manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient product, or procedural details to bard.